Event description:
Additional information received from the health care professional reported that the patient had the device removed secondary to infection. The entire system was removed.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0lw7n, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care professional reported that there was an infection. The system was explanted and was returned. Additional information from the hcp reported that drainage, pain and no benefit in regards to urinary symptoms were related to the infection. Antibiotics were tried. The entire device was explanted. The cause of the infection was not determined. The infection was resolved. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomalies.